Event description:
It was reported that there was intermittent impedance greater than 9,999 ohms, non-capture and intermittent oversensing on the atrial lead. During revision of the lead, the physician felt the setscrew on the implantable pulse generator (ipg) was able to be wiggled sideways even when tightened down. The lead tested with normal values through the analyzer. The device was explanted and a new ipg implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed and no anomalies were found.